Event description:
Ous MDR - after an implant duration of 5 days, a shock impedance > 150 ohm was reported. The device was explanted. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR.